Event description:
Patient reported she was in the hospital. Pt not sure if she is going to continue the medication. She wants to discontinue now and if she decides to reorder in the future she will call us. No further details provided. The exact therapy start date is unknown. The shipment month has been provided as an estimate. No consent was provided to contact patient or prescriber. Strength: 15mg/ml. Dose or amount: 2ml. Frequency: weekly. Route: intraarticularly. Dates of use: (B)(6) 2018 to ongoing. Diagnosis or reason for use: m81.0, m15.9.